Manufacturer narrative:
Additional information was received that the patient underwent revision wherein the whole scs system was replaced. The patient was doing well postoperatively. Sc-8120-50 (sn: (B)(4)) the complaint was confirmed. The paddle lead cut was in pieces. However, x-ray inspection revealed most of the cables were fractured at the suture site, and two additional fractured cables were present about one centimeter away from the retention sleeve. There several exposed cables. Sc-1110 (sn:(B)(4)) the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. However, the ipg failed the functional test. The patient's data showed no sign of device malfunction prior to the explant. It was reported that electrocautery was used during the explant procedure. The burn marks on the case indicated that the device was damaged by electrocautery. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was no longer feeling stimulation. Database analysis revealed that almost all contacts were showing high impedances. X-rays were taken and the lead appeared to be broken. The patient will undergo a full system revision wherein the ipg will be replaced. No device malfunction with the ipg.

Event description:
A report was received that the patient was no longer feeling stimulation. Database analysis revealed that almost all contacts were showing high impedances. X-rays were taken and the lead appeared to be broken. The patient will undergo a full system revision wherein the ipg will be replaced. No device malfunction with the ipg.